Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the "auc read 185 and 8 on two separate or cases. Sedline and bilateral o3 were in use. The lower alarm limit was set at 40, the 03 never dropped below 40. The auc was not reset, however the number never dropped below 40." No consequences or impact to patient were reported.